Event description:
"Tibial lengthening using a reamed type intramedullary nail and an ilizarov external fixator". Author: hayoung kim et al., international orthopaedics (sicot) (2009). This retrospective study was performed on 18 tibiae (13 patients). A smith and nephew ilizarov external fixator was used in all cases of tibial lengthening over an intramedullary nail. It was documented on the paper that one patient had achilles tendon lengthening and posterior capsulotomy were performed at 6 months postoperatively because of persistent ankle joint equinus contracture which did not respond to closed treatment.

Manufacturer narrative:
It was reported from a literature review that the patient had achilles tendon lengthening and posterior capsulotomy performed at 6 months postoperatively because of persistent ankle joint equinus contracture which did not respond to closed treatment. This paper was published in 2008. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The author of this paper stated that ankle joint contracture may develop in cases of tibial lengthening and in general, longer lengthening periods are associated with more joint contracture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.